Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: one loss of prime (162) warning was observed in the black box on (B)(6) 2016 with low non zero force. The pump was exercised for 24 hours with loss of prime duplicated. The force calibration passed testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.